Event description:
It was reported per field service report: pump was on pt. Symptom - fiberoptix sensor (fos) not recognized on pt. Additional info received on 9/3/2010 from the field service engineer stated he contacted the hospital and the catheter was not removed from pt. They switched out the pump and the fos functioned properly.

Manufacturer narrative:
(B)(4). Findings/actions taken: found fos slide not responding to test device. Replaced fos slider and will return to everett.